Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high total bilirubin, direct bilirubin and phosphorus results for 13 patient samples. Of the data provided, only the total bilirubin results for one patient sample were discrepant and reported outside the laboratory. The initial result was 5.11 mg/dl and the repeat result on the integra 400 analyzer was 0.64 mg/dl. The sample was also repeated on the cobas c501 analyzer and the repeat result was confirmed. No specific data was provided. There was no adverse event. The total bilirubin reagent lot number and expiration date were requested, but were not provided. The field service representative checked all probes, wash station, rinses units and how the instrument washed the probes. He performed a mechanical check. He observed that controls and calibrations were ok. Precision testing was performed. He found a leak in the r2 reagent probe and the valve block was replaced. Precision testing was performed again and was acceptable. Calibration and controls were acceptable.